Manufacturer narrative:
The approximate age of device: 1 year and 5 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that low flow alarms were observed. Technical services reviewed the submitted log files, and low flow events were confirmed. The cause of the low flow alarms were suspected to be due to outflow occlusion/obstruction. Echocardiogram (echo) and CT with angiography were both performed. Velocities in the inflow and outflow graft have decreased over the last month. Patient feels fine, although echo showed a large lv. The patient was given a system controller with low flow software for lvad patient with constant low flow alarms. Additional information was request, however was not provided.

Manufacturer narrative:
Section b5 and d10: additional information manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed the report of an outflow graft distortion. Although the evaluation could not determine a specific cause for the observed outflow graft distortion, the graft distortion could have contributed to the low flow alarms confirmed through the submitted log file data. The submitted event log files contained data from 24jun2019, 25jun2019, and 21jul2019-22jul2019 and captured nearly constant low flow hazard alarms throughout. The periodic log files appear to capture calculated flow trending downward throughout the log file data, from the 5.0 lpm-range between 13jun2019-20jun2019, to the 2.0 lpm-range by 24jun2019 and below 2.0 lpm by 21jul2019. Of note, the patient¿s controllers¿ received low flow software upgrades on 28jun2019, which reduced the low flow threshold from 2.5 lpm to 2.0 lpm. However, low flow alarms continued after the upgrade. Despite the nearly constant low flow alarms, the pump appeared to be functioning as intended above the low speed limit. (B)(6) was returned assembled with the pump cable severed approximately 15.5¿ from the pump housing. The distal portion of the pump cable, measuring approximately 11¿, was also returned attached to the modular cable (refer to pi-2019-0135340-02 for complete modular cable investigation) via the in-line connector. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was returned with the cuff lock properly secured. The device appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Visual inspection of the returned sealed outflow graft revealed a clockwise twist less than 1¿ from the graft attachment hardware. The majority of the graft exterior beneath the bend relief showed a normal accumulation of biological material; however, a larger accumulation of tissue was noted within the bend relief in the location of the outflow graft twist, suggesting that the graft distortion was present for an undetermined amount of time while the pump was supporting the patient. Visual inspection of the graft adjacent to the distorted area found no tears or holes. Examination of the lumen of the outflow graft material revealed some fixed blood present on the distal end but no evidence of developed depositions or thrombus formations. The lumen of the graft attachment revealed no evidence of developed depositions or thrombus formations. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device and resulting low flow alarms confirmed through the submitted log file data. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The pump cable had yellow discoloration of the in-line connector bend relief. A mechanical cut to the silicone jacket of the pump cable occurred incidentally during pump disassembly. No other damage or discoloration was observed on the pump cable. A specific cause for the observed discoloration of the pump cable in-line connector bend relief could not conclusively be determined through this evaluation. Heartmate 3 lvas IFU is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it somewhat underestimates actual flow at high flows. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Conversely, an occlusion of the flow path decreases flow and causes a corresponding decrease in power. In either situation, pump output should be assessed. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains a section on "preparing the sealed outflow graft". This section explains that the bend relief should be disengaged for the de-airing procedure. Section 5 also contains a section on "attaching the sealed outflow graft to the aorta". Section 5 (under "attaching the sealed outflow graft to the pump") instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 (under "de-airing the pump") cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU and patient handbook also contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: prior to transplant, patient was having increased shortness of breath with activity. Due to continued low flow alarms, pump speed was decreased to initiate the four hour alarm silence.

Event description:
It was reported that occlusion/obstruction of the outflow cannula was still suspected, although there was still no confirmation. Low flows were still occurring with plans for the patient to receive a transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information. It was reported that the patient underwent transplant on (B)(6) 2019. The patient was in the hospital for several weeks with low flow alarms that could not be explained. Patient¿s transplant status was elevated for reported lvad malfunction. No additional information was provided.